Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was leakage with the device; co2 leaking from the trocars. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that the ventilator was plugged into the ac outlet overnight while the patient slept at home. The next morning the caregiver discovered that the unit was functioning only on battery power and not ac. The device had alarmed as expected. The battery power was low and it appeared that the battery was not recharging. Another power cord was attached to ventilator and the unit was plugged into ac, but vent still only functioned on battery. Other wall outlets were also tried but unit did not detect ac power. The patient was manually ventilated while he was transferred to another ventilator. It was reported that his vital signs were stable. No serious patient injury was reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned . The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.